Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
The locking screw started locking into the mtpj plate then continued to travel all the way through the plate, without locking its head into the plate. Another screw was opened and used with success. No patient complications.